Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose. The customer states their blood glucose level sometimes goes over 600mg/dl. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 339mg/dl. Troubleshoot was conducted. The cannula was found to be crimped. The customer was advised that the bent cannula could be a contributing factor to the high blood glucose being experienced. The customer was advised to contact their healthcare provider regarding high levels. The customer was advised to monitor the device and call back if issues persist. The customer is being sent out replacement.